Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(4). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 02. Feb. 2015. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there were two (2) device malfunctions that occurred during a subtrochanteric femur fracture repair using a trochanteric fixation nail advanced (tfna) on (B)(6) 2016. During the reaming process the tip of the reamer (drill bit) broke into two (2) pieces towards in distal end in the patient's femoral neck. It was reported the patient had hard bone in the femoral head and necrosis. The fragment was removed successfully with a 15 minute delay reported in retrieving the fragment. A back up reamer set was available, however, the surgeon decided to use a screw set cannulated reamer to finish reaming the bone. A 2.8mm guide wire was placed in and during the drilling the drill head caught the guide wire and caused the guide wire to break. Approximately 3 cm was left in the bone and was not retrievable. The surgeon then went back to utilize the back-up reamer set and completed the reaming process. A short nail was implanted and the lag screw was able to be implanted. No additional surgical/medical intervention was required. The procedure was completed successfully and the patient is reported to be stable. A combined total of 30 minutes was noted as surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (6mm/9mm cannulated stepped drill bit, part number 03.037.022, lot number f-17388). The subject device was with the most distal 10mm sheared off. The edges are jagged and sharp where the tip broke off. The resulting fragments were not returned as they were not removed from the patient. The flutes show signs of wear and discoloration. The tip could have broken for a variety of reasons during surgery. The patient (or previous patients) may have had especially dense bone, causing the drill bit to wear down. If the guide wire was slightly bent, it could have induced stress on the inner surface, contributing to weakness and eventual failure. Drill bits are intended for single use to reduce the risk of the tips becoming weakened or dull, so repeated use of this drill bit could have weakened it over time. There is no way to attempt to replicate this event with the returned device, because the fracture makes the part no longer functional. However, the condition of the device agrees with the complaint description. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the tip of the reamer is broken off; the broken off portion is available. After analyzing the drill itself, the manufacturing process, and the accompanying documents, the following conclusions were drawn: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.